Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 5 mg/day) via an implantable infusion pump. It was reported that the patient was experiencing withdrawal from her pump medication. She was admitted to the hospital for emergent replacement of her pump on (B)(6) 2019. The pump logs did not reveal a motor stall. The pump was "at eri > 7 months." The pump was replaced. The catheter was working and 2cc of clear cerebrospinal fluid was aspirated from the catheter. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.